Manufacturer narrative:
Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump experienced an intermittent delay in touchscreen responsiveness as well as complete unresponsiveness. Additionally, customer reported a high blood glucose (bg) level. Reportedly, customer reused the cartridge with the pump. Tandem technical support advised customer against cartridge reuse; customer acknowledged. Bg was "high" per continuous glucose monitor readings and was addressed with a correction bolus. The customer reverted to an alternate method of insulin therapy.